Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the access port was detached from the tubing. The port tubing junction contained a striated opening consistent with a surgical end cut to remove the device. The port tubing also contained an opening and was broken with striations consistent with a surgical end cut to remove the device. Additionally, the band tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and...port site pain." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B)(6) 2000, clinical study, 299 patients total)."

Event description:
Event description states: "explant." Further follow-up findings - "explant due to pt not losing weight and frustration and abdominal pain. Esophagram done for diagnostic testing, but nothing was found."